Manufacturer narrative:
(B)(4).

Event description:
The customer reports when trying to peel sheath hard plastic at the top of the sheath broke (white part). Unable to peel sheath. Difficult to remove from the blue heath from the patient. Scalpel and tweezers used to remove sheath/dilator. PICC remained insitu and procedure completed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports when trying to peel sheath hard plastic at the top of the sheath broke (white part). Unable to peel sheath. Difficult to remove from the blue heath from the patient. Scalpel and tweezers used to remove sheath/dilator. PICC remained insitu and procedure completed.